Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with a misdirected pulse. The cause for the misdirected pulse is detached high-voltage capacitors c21 and c22 on the defibrillator board at the solder pads. The root cause for the detached capacitors c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began an 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c21. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.